Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing, wound infection, and surgical intervention (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with a 425cc mentor smooth round spectrum saline breast implant on right, and an unknown mentor saline breast implant on left, experienced postoperative right-sided impaired healing, bilateral wound infections, and bilateral surgical interventions. The patient reported having a port removed from the right side and that incision opened up a couple of days later and required surgical intervention, either re-glued or re-stitched. She also reported that the left breast implant was replaced but again contracted pseudomonas bacterial infection. The left breast required a drain to collect the fluid that was inside the pocket, and the right breast continued to require surgical interventions. As a result, the patient underwent explantation without replacement on (B)(6) 2017. The patient stated that after removal, she was informed that she had contracted pseudomonas on the right breast as well. This medwatch report is for the right-sided implant.